Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patients representative reported that the patient has been feeling lightheaded and throwing up. They also mentioned that the right ventricular (rv) lead dislodged and had to have it revised. Both the implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.